Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported premature deployment occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was advanced and the closure device was deployed. Three recaptures were necessary. On the fourth deployment, the closure device inadvertently released from the core wire. The device was in a good position, so the physician decided to leave it. An echocardiogram was performed about five hours post procedure and also the next day which confirmed the device was in a good position with no leaks. There were no patient complications and the patient's condition is stable.